Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and the spinal cord stimulator (scs) lead were explanted. During the procedure, it was discovered that the patients scs lead was facing upward rather than downward facing the spinal cord. Additional information was received that the explanted devices will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352500 model: sc-8352-50 serial: (B)(6) batch: 21464753.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and the spinal cord stimulator (scs) lead were explanted. During the procedure, it was discovered that the patients scs lead was facing upward rather than downward facing the spinal cord.